Event description:
Dealer alleges the consumer is falling forward when she transfers, so consumer need anti-tip, (B)(4) issued.

Manufacturer narrative:
(B)(4). No serious injury alleged. The end user fell out of her chair when it tipped forward. Per facility, no further incident since the anit tippers were installed.